Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they loaded the serter and pressed the green button and caused the needle to detach. The customer states they tried a second time and the needle remained in the serter. The customer's blood glucose level at the time of incident was 229mg/dl. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
The insertion needles for two opened and used enlite sensor were not returned with the sensors; unable to confirm the insertion needle complaint. Report was required by the FDA.